Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out-of-range impedances. The patient had an escape rhythm of 40 bpm. Surgical intervention was performed and this lead was surgically abandoned.